Event description:
This lead was implanted on (B)(6) 2002, and remains implanted at this time. A call to technical services on (B)(6) 2013, states noise on rate/sense and shocking. Took patient to lab and a new rv lead placed. The physician was dr. (B)(6) at (B)(6) hospital. Patient did fine. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).